Event description:
It was reported that the remote transmission showed a lead warning for low impedance count. It was also noted that the lead trend showed the unipolar impedance is higher than the bipolar impedance. The patient will be monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of that data confirmed the reported low atrial impedance values. The analyst commented that the chronic lead impedance trend is stable.